Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Upon initial inspection the getinge field safety engineer (fse) found that the switch by the ac power cord input had been turned off. The fse switched it on and plugged unit into ac power and subsequently the battery charging led did flash and battery began to charge. The fse verified that battery had charged to almost full capacity. The customer was satisfied that the problem was resolved. The unit was then returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units battery is not charging. Here was no patient involvement.